Event description:
It was reported that during the use of the product, the customer noticed the tube's lumen was curved in an s shape. No patient injury was reported.

Manufacturer narrative:
One (1) photo was received for evaluation. A bent tube was observed in the photo. Based on the analysis conducted in the sample provided, the failure mode reported was confirmed. The occurrence of this failure condition could be caused by: method not followed (mandrel not inserted at the right distance) or method not followed (the tube was not checked width the forming fixtures). Awareness notification was performed on 08-oct-2021 to personnel to notify the complaint reported. Additionally, a quality alert qalert-21156 was generated on 21-oct-2021 to personnel to reinforce the proper use of the forming fixture. No lot number provided for DHR.